Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown - nail head elements: fns bolt /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the femoral neck system implant set for the femoral neck fracture (garden stage ii). The surgeon inserted the guide pin into proper position at femoral head, and actual measurement was 68 mm. Then, the surgeon reamed at 70 mm and inserted 75 mm neck bolt. Although the surgeon made the neck bolt closer to the lateral cortex by push technics, it floated. Considering the interference in the barrel part, the surgeon tried to shorten the reamer again and shave the cortex. However, the surgeon realized that the reamer notch could not be shorter than 70 mm. As a result, the plate was fixed in a floating state. The surgery was completed successfully within 30 minutes delay. The surgeon commented that it would be difficult for asian women, including japanese, without 70 mm neck bolt. 70 mm neck bolt should be contained in the implant set. The surgeon also requested the notch up to 65 mm to ream the barrel part firmly. This complaint is not product complaint, and it is a request from the surgeon. Patient status/ outcome: stable . No further information is available. Concomitant devices reported: unk - reamers (part # unknown, lot # unknown, quantity 1). This report is for one (1) unk - nail head elements: fns bolt. This is report 1 of 1 for complaint (B)(4).